Event description:
It was reported that continuous glucose monitor displayed error message and customer called for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support guided customer through complete pump reset, error did not reappear after reset, and no further actions were reported.